Event description:
The device was used during a laparoscopic procedure. Reportedly, the cartridge dropped and gas leakage occurred. The surgeon manually sutured to complete the procedure. The hopsital has reported no patient injury occurred.